Manufacturer narrative:
At the completion of the investigation, based on the information received, clinical evaluation found evidence to support the following; dissection (windsocked intima--superficial femoral artery), stenosis, and endarterectomy with patch. This event is reported in a separate reporting due to the primary device was identified as a different device. This reporting is focused on the following additional observations found during clinical evaluation; non-endologix iliac stent, endoleak type iiib, acute blood loss, and ischemia. The review of manufacturing lot confirmed all devices met specifications prior to release. Device was not returned, therefore, sample evaluation was not completed. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; delivery system into moderate/severe calcified vessel, intimal flap covered ostium, stenosis repair of intimal flap, and the additional surgical procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4).

Event description:
It was reported the patient had an initial procedure with two bifurcated devices and a suprarenal aortic extension. Following the implant procedure the physician identified a dissection and stenosis of the left common femoral artery (lcfa) which needed surgical repair. The intimal flap was observed covering the superficial femoral artery (sfa) as well as the profunda causing the stenosis. The physician completed an endarterectomy with cormatrix patch closure to resolve the issue. During clinical evaluation of the medical information received, it was discovered that an endoleak type iiib was identified in the main body of the bifurcated device. The patient is reported as well following the procedure.